Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "4.5fr microintroducer unable to get through skin over wire without cutting skin with scalpel. Noticeable weaker and prone to bending which can potentially bend wire inside the vein/body. Introducer sheath peels away from introducer to easier." Additional information provided on (B)(6) 2023: it was reported by the customer the device was used on the patient and there was no patient harm.